Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq2003v and the lens tore. The surgeon enlarged the incision to remove the lens and replaced it with another same model lens and used a suture to close the incision. The reporter stated that the lens tore due to a loading error.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows one haptic is torn off into the optic of the lens. There is clear surgical residue on the lens. It should be noted that the cartridge and injector were not returned for evaluation.